Event description:
Customer reported sensor readings were inaccurate. Customer's blood glucose was over 600 mg/dl and sensor was sensing over 400 mg/dl. Customer has been experiencing high blood glucose sins sunday or monday. During the night, her blood glucose was low at 36 mg/dl. Troubleshooting was performed and everything was accurate and device passed high pressure test. Customer fills the reservoir full and only uses 35 to 25 units of insulin which was causing her to use the device for five days. Customer also stated she was on a new medication which might be causing high blood glucose. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.